Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("hemorrhages"), device breakage ("remnants of device are left") and allergy to metals ("allergies/ allergic reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pains"), arthralgia ("joints pains"), rash ("skin rashes") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, device breakage, allergy to metals, dysmenorrhoea, arthralgia, rash and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, depression, device breakage, dysmenorrhoea, genital haemorrhage and rash with essure. The reporter commented: many women have undergone surgery for removing essure, in some cases remnants of device are left reason for which they must undergo another surgery and lose their uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: genital haemorrhage: the analysis in the global safety database revealed 1085 cases. Device breakage: the analysis in the global safety database revealed 2576 cases. Allergy to metals: the analysis in the global safety database revealed 439 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("hemorrhages"), device breakage ("remnants of device are left") and allergy to metals ("allergies/ allergic reaction to nickel") in an unsecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pains"), arthralgia ("joints pains"), rash ("skin rashes") and depression ("depression"). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, device breakage, allergy to metals, dysmenorrhoea, arthralgia, rash and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, depression, device breakage, dysmenorrhoea, genital haemorrhage and rash with essure. The reporter commented: (reported in local media:) many women have undergone surgery for removing essure, in some cases remnants of device are left reason for which they must undergo another surgery and lose their uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)d2018 for the following meddra preferred terms: genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: update of quality safety evaluation of ptc (device problem codes updated) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("hemorrhages"), device breakage ("remnants of device are left") and allergy to metals ("allergies/ allergic reaction to nickel") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pains"), arthralgia ("joints pains"), rash ("skin rashes") and depression ("depression"). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, device breakage, allergy to metals, dysmenorrhoea, arthralgia, rash and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, depression, device breakage, dysmenorrhoea, genital haemorrhage and rash with essure. The reporter commented: (reported in local media:) many women have undergone surgery for removing essure, in some cases remnants of device are left reason for which they must undergo another surgery and lose their uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2018 for the following meddra preferred terms: genital haemorrhage: the analysis in the global safety database revealed 1168 cases. Device breakage: the analysis in the global safety database revealed 2725 cases. Allergy to metals: the analysis in the global safety database revealed 452 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jul-2018: update of quality safety evaluation of ptc (device problem codes updated) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.